Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving bupivacaine via an implantable pump. It was reported that one day after the changing, the patient didn't feel fine with lot of pain, as the bolus wasn't working. There was no relief of the pain. They increased the number of bolus and the patient went home. However, the patient came one day after because of a lot of pain on his leg. An MRI (magnetic resonance imaging) was done as they suspected a spinal problem, but there was nothing. Because the pain on the patient's legs was neuropathic and spastic, they suspected an intoxication on the bupivacaine. They therefore decrease the number and the dose of the bolus from 40b to 30b and 1, 2mg to 0, 8mg. They also had gabapentin. But when the patient came to refill the pump, the pump indicated 15 ml (expected volume) to take out and they instead found 39 ml. They attempted to inject the catheter but it was impossible to inject. After discussion with the patient, they decided to wait for the next refill and see. At the refill on (B)(6) 2022 the pump indicated 15.2 ml; however, they removed 39.5ml. They therefore went to the operating room and found the reason was that the catheter was kinked. They then controlled it and it was finally fine. The event was resolved without sequela as of (B)(6) 2022. Regarding etiology, the relationship of the event to the device or therapy was not related but was related to the implant procedure. The location of the issue was the lumbar/pump portion of catheter. The device diagnosis was catheter kink and the clinical diagnosis was pain increase.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0216524340, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, lot #: 0216524340, ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provided via a clinical study. Regarding etiology, the relationship of the event to both the device/therapy and implant procedure was related. The pump administered the following medications: bupivacaine (concentration: 12.0 mg/ml, dose rate: 4.996 mg/day) and clonidine (concentration: 240.0 mcg/ml, dose rate: 99.92 mcg/day).

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. It was indicated that the patient reported having had a lot of pain on his legs so new medication pregabalin and an increase in the number of bolus was done on (B)(6) 2022. Because there was no help on his leg pain, they then decided to perform an MRI (magnetic resonance imaging) on (B)(6) 2022, and there was no granuloma. At a pump refill on (B)(6) 2022 the expected 15 ml but removed 39 ml of drug from the reservoir. A catheter access port contrast study was attempted on (B)(6) 2022; however, they were unable to inject the catheter. Surgical repositioning occurred on (B)(6) 2022. The event had resolved without sequela as of (B)(6) 2022. The device diagnosis was catheter kink and the clinical diagnosis was pain increase. Regarding the catheter, the lumbar/pump portion was indicated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s age was 37 years old at the time of consent. Regarding disposition of the catheter, it was noted that they restored continuity of the bent catheter on (B)(6) 2009, and there was no catheter explant action.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# 0216524340,implanted: (B)(6) 2018, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.